Event description:
It was reported that (1) er320 device was used during an unknown procedure. It was reported by the rep that when the first clip was fired, the second clip would spit out of the jaws. The clip was not ...and the surgeon finished the procedure with the same instrument. There was no consequence to the pt.